Event description:
A healthcare professional reported with a description of haptic bent or crimped or distorted or twisted in cartridge during loading. The procedure was completed on the same day. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).